Event description:
It was reported that, "dr (B)(6) was putting in the screw when he noticed a piece of purple metal get sucked up by his suction. Upon removing the screw he noticed that 1/4 of the rim of the screw had broken off. We replace the screw with a new screw and continued on with the case."

Manufacturer narrative:
Add'l info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.